Event description:
As reported, approximately sixteen years post initial tha, this male patient had a revision due to osteolysis. There is evidence of poly wear. Patient current status is stable. The devices are not available for evaluation.

Manufacturer narrative:
Concomitant medical products: p-series pf plasma collarless sz 4 12/14 (cat# 118-01-04 / serial# (B)(4)), acumatch cluster cup porous coated 56mm (cat# 120-01-56 / serial#(B)(4)), acumatch gxl 15deg liner 32mm sz h (cat# 132-32-28 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections d10, g3, g6, h2, h3 and h6 have been updated accordingly. Section d10: concomitant medical product, 12/14 zirconia head 32mm +3.5mm neck (cat# 148-32-03 / serial# (B)(6)). (H3) the revision reported was likely the result of osteolysis which may have been due to patient conditions and/or the reported prosthesis wear. The wear was likely due to being implanted for approximately 15.5 years. However, this cannot be confirmed because the component was not returned for evaluation. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Section d1: brand name section d4: model number, catalog number, serial number, expiration date, unique identifier (UDI) # section g4: PMA/510(k)number. Section h4: device manufacture date.